Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced a lead warning. High right ventricular (rv) lead impedance and a possible loss of capture were noted. The patient had presented to the emergency department after a possible syncopal episode. The right ventricular (rv) lead was removed and replaced. No further patient complications have been reported as a result of this event.